Manufacturer narrative:
As reported, while advancing a 5f mynx control vascular closure device (vcd) through the unknown sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and the attempting to advance it again. However, resistance persisted. Eventually, the user decided to remove the device. There was no reported patient injury. The user was trained to the device. A 5f non-cordis sheath was used. There was no damage to the sealant sleeves. Other procedural details were requested but were not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that both button 1 and button 2 were not depressed. The stopcock was found closed, and the catheter sheath introducer (csi) was not returned for this evaluation. The sealant was present in its manufactured position and was partially exposed. The sealant sleeves were observed to be frayed/split/torn. The balloon was returned deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. Additionally, the sealant exhibited a swollen condition, which was possibly attributed to premature exposure resulting from the frayed/split/torn condition of the sealant sleeves. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. An attempt to measure the slit length was made; however, this dimensional analysis could not be executed due to the observed condition of the sealant sleeves. Per functional analysis, an attempt to perform an insertion and withdrawal evaluation through a csi could not be completed due to high resistance caused by the premature exposure and swelling of the sealant at the location of the frayed/split/torn sealant sleeves. A simulated deployment test evaluation was performed using a laboratory setup, during which no malfunctions or abnormal conditions were observed. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the premature exposure/swelling of the sealant. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is difficult to determine the factors that may have contributed to the issue experienced, particularly since it was reported that no damage was noted to the sealant sleeves and the returned device exhibited frayed/split/torn sealant sleeves. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the impedance experienced during insertion. Additionally, handling factors likely contributed to the damaged condition of the sealant sleeves and the subsequent premature exposure of the sealant observed on the returned device. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. However, as the user reported no damage to the sealant sleeves, it cannot be determined whether this condition occurred during the procedure and contributed to the insertion impedance or resulted from post-procedure device manipulation. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, while advancing a 5f mynx control vascular closure device (vcd) through the unknown sheath, the user encountered resistance. The user attempted to address the issue by retracting the delivery shaft slightly and the attempting to advance it again. However, resistance persisted. Eventually, the user decided to remove the device. There was no reported patient injury. The user was trained to the device. A 5f non cordis sheath was used. There was no damage to the sealant sleeves. Other procedural details were requested but were not provided. The device will be returned for analysis. Addendum: product analysis demonstrates that the sealant was present in the manufacturing position and was partially exposed.